Manufacturer narrative:
Although no device will be returned for evaluation, the investigation into this reported event is on-going. Upon conclusion of the investigation, a supplemental medwatch will be submitted. ((B)(4)) . Device discarded by end user.

Event description:
As reported, smart port placed in (B)(6) 2016. Patient reported swelling in neck area (patient had gone to cancer center, port was injected, and welt formed in neck). The port was removed on (B)(6) 2017. When removed, it was noted that 2-3 inches of catheter were attached to the port body. The rest was located where the catheter entered the vein. An i.j. Approach was used to remove the catheter. The patient is reported to be doing "fine." No devices will be returned for evaluation.

Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The june 2017 angiodynamics complaint report was reviewed for the smartport product family and the failure mode "catheter fractured. " no adverse trend was identified. The reported complaint description of "catheter fracture" is not confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Angiodynamics manufacturing process controls for the smartport include air leak immersion testing, as well as catheter visual and dimensional inspection, and tensile force testing. The directions for use (dfu) packaged with the port provides guidance on port placement, utilization, and maintenance. (B)(4).